Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old female american indian patient who underwent primary breast augmentation surgery with two 300cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade unknown and rupture post procedure. Both implants are sitting up higher and pain on left side. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020 , the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device received is lot 5709701. On (B)(6) 2020, mentor became aware that that the device received is the impacted right sided device. A manufacturing record evaluation was performed for the finished device (B)(4), number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 26, 2021. Device evaluation summary: ccording to the information received, the patient experienced a rupture in the gel mod-rnd 250cc breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel mod-rnd 250cc breast implant had two areas of shell abrasion on the posterior view. Additionally, a tear was observed on each shell abrasion area, tear a measuring approximately 5.2 cm and tear b measuring approximately 1.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 11/17/2020, " is report source consumer, initial reporter first name, initial reporter last name" was erroneously submitted in initial report. Correction: "is report source health professional should be checked, initial reporter first name is (B)(6) and initial reporter last name is (B)(6)" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/3/2020, patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number:(B)(4).